Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 162 mg/dl. No further details were provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to corroded keypad traces. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests or verify motor error alarm due to unresponsive buttons however the motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked belt clip slot, cracked reservoir tube lip and stained end cap sticker.